Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the critical pump error image was displayed on the screen after swimming. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. Unit was received with corroded electronic assemblies and corroded motor home switch. Unit was received with corroded battery tube, minor scratches on case, pillowing keypad overlay, stained keypad overlay, cracked retainer, missing display window cover and minor scratches on lcd window.